Manufacturer narrative:
H6 code was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct aortic approach to support the 77 year old male patient who had been admitted in for surgical support for the bypass/CABG. The patient had presented in scai stage d shock. The pump was supporting when on day 2 of the support there was a pump stop alarm of 2 seconds that self-resolved. The surgical team made the decision to replace the console. The console was replaced and the pump support did continue. The console exchange will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.